Event description:
According to the available information inability to completely empty the catheter balloon, the catheter was cut at the balloon level to allow the remaining water to drain. No impact on the patient.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.